Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. It was also reported that the pink slide did not move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received not deployed. The download data showed that an 0x21 alarm had been generated at the end of first prime, indicating that the tick time was out of specification. Inspection of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. The hazard alarm caused the device to not deploy. The exact cause of the 0x21 alarm could not be determined.